Manufacturer narrative:
(B)(4). Evaluation summary: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
A diagnostic catheterization procedure was completed using a 6f procedural sheath, via the right femoral artery. A pre-deployment angiogram determined the patient was a good candidate for vascular closure with an angio-seal device. A 6f angio-seal vip was successfully deployed in the right femoral arteriotomy and the patient was discharged. The patient presented to a different facility where a right lower extremity run-off an angiogram was performed, and an occlusion was confirmed in the right common femoral artery. A peripheral transluminal angioplasty and a stent placement were successfully performed to clear the occlusion, and the patient was discharged.